Event description:
During preperation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. While unpacking the 3.00 x 8 mm taxus liberte drug eluting stent, the stent struts were found to be bent at the proximal end. No pt complications were reported. This product is only ous approved but it is similar to a marketed us device.